Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they were unable to connect to network replaced wireless card.,left iui,right iui. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the kit wireless assembly 802.11 a/b/g/n. A review of the device history record showed the device had a manufacture date of 08sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported "broken." There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they were unable to connect to network - replaced wireless card, left iui, right iui. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the kit wireless assembly 802.11 a/b/g/n. A review of the device history record showed the device had a manufacture date of 08sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported "broken." There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported "broken." There was no additional information provided and no patient involvement.